Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined and no further analysis planned. The main board got replaced due to lack of touch screen response.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. However, the customer send the image of wipes they use for the bellavista cleaning process. Check for what cleaning solution they are using. Customer ordered new mainboard replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not return yet.

Event description:
It was reported to vyaire medical that the bellavista1000e us ventilator touchscreen still unresponsive after replacing display. Issue happened prior patient use. No patient associated form this event.